Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 .blood glucose level was above 500mg/dl. Auto mode was on at the time of incident. Troubleshooting was performed. Customer did not alleged insulin pump was under delivering. Customer was treated with intravenous drip and steroids. Customer experienced symptoms like diabetes ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.